Event description:
It was reported that the ilet lost pairing with a dexcom g7, the guardian decided to change the tubing and encountered a ¿press and hold¿ priming phase and recached approximately 23 units before drops were observed, after which insulin delivery resumed; the event was associated with an intermittent communication failure during pairing to the ilet and involved the device¿s electrical/magnetic components including the antenna, and the patient¿s fingerstick glucose was 451. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components and an intermittent communication failure linked to device electrical/magnetic elements including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.